Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the air from the device was not deflated completely during cuff test. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for. Visual examination of the returned unit shows the shape of the tube has been altered using the stylet wire and there is a small amount of air contained in the tracheal cuff. The stylet wire was removed, and air was removed from the tracheal cuff. The stylet wire was replaced, and the returned sample was inflated using the parameters set out. Both cuffs inflated without any issue noted. Both cuffs deflated, and no issues noted. The stylet wire was removed, and the returned sample was inflated using the parameters set out. Both cuffs inflated without issue and both cuffs were fully deflated and no issue noted. The sample was inflated / deflated three times and no issue noted. The reported defect could not be detected on the returned sample when testing the tubing with the stylet wire contained in the tubing or when it was removed. All of our broncho cath products undergo a four hour inflate / deflate test and it is at this stage of the process that any defects are removed from the lot. If information is provided in the future, a supplemental report will be issued.